Event description:
Pt reports having had a faulty cassette in last refill dispense but declined to speak to an rph to provide add'l info. Lot number and expiration date unk. No further info, details or dates provided. Did the reported product fault occur while in use with the pt? Unk; did the product issue cause or contribute to pt or clinical injury? Unk; is the actual cassette available for investigation? Unk; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Unk; is the infusion life-sustaining? Yes; what is the outcome of the event? Unk. Reported to (B)(6) by pt/caregiver.